Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi after being exposed to cautery during the implant procedure. Patient was not symptomatic to the bvvi pacing. Device download was performed successfully.